Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Additional investigation is still ongoing.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative an infection was reported on one side.

Manufacturer narrative:
Manufacturer narrative: no additional investigation was required as there was no issue with the case (additional information received 31 may 2019) surgeon confirmed that wrong information regarding case identification was initially received. This case had no issue, was not associated with infection. Therefore this correction, follow-up report is send. There is no adverse event or product problem. Outcome attributed to adverse event: there is no outcome since there is no adverse event. Serious injury is not applicable but as 'other' can't be selected and this field has to be completed according to esubmitter this was completed as was done in the initial report.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. On 31 may 2019, the surgeon confirmed initial feedback was incorrect. No infection associated with the case and also no other problem.